Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to oversensing of noise that led to therapy being exhausted in the device. It was noted that at the time of the shocks the patient was trimming trees with a hand saw. The device was reprogrammed and there were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.